Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 860 mg/dl. Customer was vomiting and ketones. Customer was almost unresponsive when he arrive at hospital. Caller stated that customer had the flu one week prior to hospitalization. Customer was hospitalized for two days. Physician thought the high blood glucose was a result of a kinked infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.